Event description:
Account alleged that the hi/low will drift down to the low position.

Manufacturer narrative:
Account cleaned the excess grease off of the hi/low drive and the issue has been resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.